Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the surgical staff alleged that a wire was observed to be sticking out from the mega suturecut needle driver instrument . There were no missing or fallen pieces reported. The planned surgical procedure was completed with a large needle driver instrument and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint of a wire sticking out. One grip close cable was found to be broken at the distal idlers. The idler pulley was observed to spin freely and was not damaged. A cable segment was found to be sticking out at wrist. Other cables at the instrument's wrist were not damaged. Engineering evaluation also found scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable issue if to recur could cause or contribute to an adverse event.